Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event. Treatment details were not reported. Action taken with peritoneal dialysis therapy was not reported. At the time of this report, the patient had not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.